Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address both issues and successfully resumed insulin therapy on the pump. Customer¿s blood glucose level was in the 300 mg/dl range.